Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 39 mg/dl and pump alarmed failed battery. Other blood glucose levels were 117 mg/dl and 164 mg/dl. Blood glucose levels were treated with food and glucose tablets. The insulin pump is not expected to be returned for analysis.